Event description:
The customer reports a cluster of five patient (urinary tract) infections following cystoscopy procedures using one of three cysto-nephro videoscopes. During the procedures the user observed foreign bodies shedding from the tips of the scopes. Case with patient identifier (B)(6) reports patient 1 of 5 (this report). Case with patient identifier (B)(6) reports patient 2 of 5. Case with patient identifier (B)(6) reports patient 3 of 5. Case with patient identifier (B)(6) reports patient 4 of 5. Case with patient identifier (B)(6) reports patient 5 of 5. Patient one of five: the procedure performed was a cystoscopy. Four days following the procedure, a urinary tract infection was diagnosed via urine culture. The microorganism identified in the patient¿s urine was escherichia coli (e. Coli). The patient was treated with an unspecified antibiotic. The patient¿s current condition is reported as ¿recovered¿. No additional consequences to the patient have been reported. The facility does not document which scope was used in the procedure record, so it is unknown which of the three scopes was used in this procedure. There were no scope cultures performed by the facility. The customer declined to allow an olympus endoscopic support specialist (ess) visit to observe reprocessing procedures and provide education to the staff as indicated. The customer declined request for olympus to culture the scopes as part of the investigation. The customer emphasized; we cannot conclusively say that the scopes caused the infections. We observed an increase of infections at the same time we observed foreign bodies shedding from the tips of scopes. The customer uses a sterrad automatic scope reprocessor (aer) for sterilization. Pre-cleaning is performed immediately post-procedure following the manufacturer¿s recommended steps.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device shows: olympus performed a visual inspection on the received condition. The complaint device was inspected using an olympus fiberscope to verify the condition of the biopsy channel. The fiberscope was first inserted into the biopsy channel, starting from the distal end side. Once inserted, olympus noted a reddish fiber in middle of the biopsy channel. The fiberscope was inserted further in and mq also discovered foreign material and debris approximately 50mm from the opening. In addition, the distal end of the complaint device was inspected microscope and found multiple abnormalities. There were dents at the opening of the biopsy channel and cracks on one of the light guide lenses. Also noted, cracked, peeling, and missing glue from both ends of the bending section. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This reported event has been reported by the importer on MDR# 2951238-2022-00312.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation per CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material adhered to and peeling off at the tip of the device could not be identified. It could not be determined if the foreign material peeling off was caused by foreign material remaining in the device or by a breakage of the device. Furthermore, although the foreign material observed in the wall of the forceps channel appeared to be like ¿ear wax,¿ the specific material could not be identified. There was no physical damage observed where the foreign material remained. In addition, based on the user¿s reprocessing steps, there was no obvious deviation from the instructions for use (IFU) confirmed. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.¿ this supplemental report includes a correction to d9. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports a cluster of five patient (urinary tract) infections following cystoscopy procedures using one of three cysto-nephro videoscopes. During the procedures the user observed foreign bodies shedding from the tips of the scopes. Case with patient identifier (B)(6) reports patient 1 of 5 (this report). Case with patient identifier (B)(6) reports patient 2 of 5. Case with patient identifier (B)(6) reports patient 3 of 5. Case with patient identifier (B)(6) reports patient 4 of 5. Case with patient identifier (B)(6) reports patient 5 of 5. Patient one of five: the procedure performed was a cystoscopy. Four days following the procedure, a urinary tract infection was diagnosed via urine culture. The microorganism identified in the patient¿s urine was escherichia coli (e. Coli). The patient was treated with an unspecified antibiotic. The patient¿s current condition is reported as ¿recovered¿. No additional consequences to the patient have been reported. The facility does not document which scope was used in the procedure record, so it is unknown which of the three scopes was used in this procedure. There were no scope cultures performed by the facility. The customer declined to allow an olympus endoscopic support specialist (ess) visit to observe reprocessing procedures and provide education to the staff as indicated. The customer declined request for olympus to culture the scopes as part of the investigation. The customer emphasized; we cannot conclusively say that the scopes caused the infections. We observed an increase of infections at the same time we observed foreign bodies shedding from the tips of scopes. The customer uses a sterrad automatic scope reprocessor (aer) for sterilization. Pre-cleaning is performed immediately post-procedure following the manufacturer¿s recommended steps.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device shows: olympus performed a visual inspection on the received condition. The complaint device was inspected using an olympus fiberscope to verify the condition of the biopsy channel. The fiberscope was first inserted into the biopsy channel, starting from the distal end side. Once inserted, olympus noted a reddish fiber in middle of the biopsy channel. The fiberscope was inserted further in and mq also discovered foreign material and debris approximately 50mm from the opening. In addition, the distal end of the complaint device was inspected microscope and found multiple abnormalities. There were dents at the opening of the biopsy channel and cracks on one of the light guide lenses. Also noted, cracked, peeling, and missing glue from both ends of the bending section. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This reported event has been reported by the importer on MDR# 2951238-2022-00312.

Manufacturer narrative:
Correction to b5, the patient identifier for patient 5 is (B)(6). This report is being updated to report investigation findings. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be determined. Based on findings of the investigation, the following points should be considered: there is no information on foreign bodies found at the distal end of the scope. Five patients infected with infections had undergone cystoscopy, but it is unknown which scopes were used for which procedures. Damage at the distal end of the device was confirmed. No deviations were observed in the facility¿s reprocessing procedures. The facility uses a sterrad aer and reports pre-cleaning is performed immediately after the procedure per manufacturer recommendations. All affected patients were treated with antibiotics and recovered. The facility did not culture the scope in questions, and declined offer of 3rd party lab culture testing and the dispatch of an olympus endoscopic support specialist (ess) to come on site and observe reprocessing procedures/provide education as indicated.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.